Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt had group c for shoulders, neck, and legs and on wednesday the pt had surgery and when they went to MRI mode their programming changed itself to group a which was for their back, butt, legs, heels, and toes. Due to the surgery they had they did not need extra blood flow or stimulation to their butt so they called their manufacturer representative (rep) who had them troubleshoot but they could not get therapy back to group c for it stayed on group a, so pt turned therapy off. During call pt had therapy off so pt turned it on. When pt press a it did not display for them to change to any other group. Agent asked what kind of surgery they had and they said it was not related to the ins for it was the removal of their breast implant with a tummy tuck; they probably used cautery. Agent reviewed caution with using cautery and pt said they were never warned about it. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Event description:
Additional information was received from the patient. The patient reported that the issue of the programming changing to group a and unable to change it back after surgery had been resolved. The patient met with a representative who reprogrammed the device. The patient also noted they were sent a new handheld controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.